Event description:
It was reported that a person using the ilet experienced hyperglycemia around 250 mg/dl for approximately five hours after eating more than usual, expressed frustration that the pump took several hours to begin lowering glucose, and requested review by clinical decision support; blood glucose was trending down during the call. Symptoms included hyperglycemia without reported injury. Outcomes included no hospitalization, no emergency treatment, and completion of troubleshooting and education. Investigation included complaint intake, review of device performance and alerts, and user counseling on use. Investigation of this case revealed no confirmed device malfunction, with the event consistent with postprandial hyperglycemia related to higher-than-usual carbohydrate intake and automated system response time, and no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.